Event description:
The facility reported failure code 810:04. Info was not provided regarding whether or not the failure code occurred during an infusion. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last bater service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demorgraphics, medication involved, or device programming.